Event description:
A company representative reported that during a patient's generator reposition surgery on (B)(6) 2011, the set screw on the generator was not clicking after the generator was repositioned. The surgeon made the decision to leave it as is, as it was secure. Diagnostics were run afterwards, and the results were ok. The surgeon will not be returning the hex screwdriver, as the screwdriver that was used was another manufacturer's screwdriver. The generator cannot be returned to the manufacturer for analysis at this time, as the device was not explanted.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.